Manufacturer narrative:
5/1/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The hospital has reported no pt injury occurred.